Event description:
A hospital reported a piece of a surgical glove came off during surgery and is inside the patient. Specific product information was not available at the time of the report. Request was made for additional details to be provided. Additional information was received from the hospital on 16dec2016 stating the incident took place at the end of the procedure. While guiding a right angle instrument over the glove after placement of a jackson pratt drain, the surgeon and nurse noticed a 3mm (approximately) defect on a glove finger. They were unable to tell if it was a slit or if a piece of the glove tore. They could not find any glove material in the wound site but are not sure if a piece fell in or not; they are unable to identify glove material in the wound, so the patient was closed up. Lot information was not recorded by the hospital. The specific glove size, which finger had the defect and patient resolution remain unknown at this time. Additional information was received on 30dec2016 from the surgeon. The defect/tear occurred with the left hand glove. The surgeon was exposed to blood but she indicated there were no cuts or scrapes on her hand. She indicated no adverse effects to the patient. Additional information was received on 4jan2017 confirming there were no blood borne pathogens reported for the patient. No additional information is available or expected.